Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm alerted for a low reading of 53 mg/dl with arrows pointing down. She drank orange juice and ate hard candies but had difficulty bringing the value back up. She checked her bg several times during this period and it was 80-85 mg/dl. She called 911 because she was afraid of the low cgm readings and downward trend. The paramedics checked her bg and their result was 101 mg/dl while the cgm reading was 53-78 mg/dl. She calibrated the cgm while the paramedics were there but after 15 minutes it became inaccurate again. The paramedics stayed with her for half an hour; they advised her to eat a peanut butter sandwich which she did and felt fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.